Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with a right ventricular lead that was over-sensing noise. Physician decided to cap and replace the lead on (B)(6) 2020. Patient condition post-procedure was stable.